Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with pimples, and pustules, at the needle puncture site. The patient was seen by a doctor and received a prescription for a week course of an oral antibiotics, flucloxacillin. At the time of a follow up the parent stated that they would follow up with the healthcare provider (hcp) to confirm if the infection was from the dexcom adhesive, as they were not sure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).